Manufacturer narrative:
(B)(4). The device was reportedly retained by the facility. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The indeflator was used, however, it was noted during the whole case that the co-pilot of the indeflator was leaking at the wire insertion site. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. A review of the lot history record and similar incident review of the reported lot could not be conducted because the lot number was not provided. As the reported leak was unable to be confirmed during return analysis, it is likely that the valve was not entirely closed/sealed; thus resulting in the reported leak. Reportedly, it was noted during the whole case that the co-pilot was leaking at the wire insertion site. It should be noted the copilot bleedback control valve instructions for use (IFU) states: prior to use, inspect the copilot bleedback control valve for any damage. Do not use a damaged copilot bleedback control device. As the leak was noted during the procedure and the physician reported the continued use, the use of the device to compete the procedure seems to be a reasonable clinical response to the difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.